Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 june 2019 and 21 june 2019 were reviewed to identify patient harms/product issues on 04 december 2019. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was loosened up by using a flexible chisel. He indicated the tibial tray came out quite easily. The surgeon noted scar tissue under the patellar tendon and synovium was removed. The patellar component was retained. The surgeon did not comment on the femoral component, and it was retained. The patient was implanted with attune tibial component, insert, and competitor cement. There were no complications reported with the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2017; (rt knee).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. UDI (B)(4).

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial loosening at the cement/implant interface. The cement manufacturer is unknown.